Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. Additional, changed, and/or corrected data: d1, d3, g1, h.6.

Event description:
Healthcare professional reported right side leak. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side leak. Device has been explanted.